Manufacturer narrative:
Correction: the lot number for this complaint is unknown. D.4. Medical device lot #: unknown, d.4. Medical device expiration date: unknown, h.4. Device manufacture date: unknown.

Event description:
It was reported that during use of the 20g x 1.16in (1.1 x 30 mm) insyte the insyte presented obstruction. It was noticed that the tip was dull. Foreign complaint the following information was provided by the initial reporter, translated from spanish to english: the nurse had difficult to insert the catheter on the skin, when the nurse removes the catheter it was noticed that the tip was dull.

Manufacturer narrative:
Medical device manufacturer: becton dickinson industrias cirurgicas, ltda.

Event description:
It was reported that during use of the 20g x 1.16in (1.1 x 30 mm) insyte the insyte presented obstruction. It was noticed that the tip was dull. Foreign complaint the following information was provided by the initial reporter, translated from spanish to english: the nurse had difficult to insert the catheter on the skin, when the nurse removes the catheter it was noticed that the tip was dull.

Manufacturer narrative:
H.6. Investiation summary:bd was unable to verify the reported failure. Although photos were provided, it cannot be visually verified there is any obstruction as there is blood reaching the cannon (reflux chamber). The client had the expectation of visualizing the blood between the catheter and the cannula, according to the insyte autoguard product because when performed the pulse, he can visualize the blood between the catheter and the needle. This is because the insyte autoguard design has a one-hole needle (notch cannula). The insyte 20ga x 1.16in product design does not have the needle with the hole (notch cannula) and blood cannot be seen in the catheter, only in the cannon. In addition to not finding records that could cause this complaint during the analysis of the batch history, corrective maintenance and nonconformities, according to analysis of the sample photo, it was not possible to verify the defect reported by the customer. Based on the results of the investigation so far a root cause may be related to customer perception of product use.

Event description:
It was reported that during use of the 20g x 1.16in (1.1 x 30 mm) insyte the insyte presented obstruction. It was noticed that the tip was dull. Foreign complaint the following information was provided by the initial reporter, translated from spanish to english: the nurse had difficult to insert the catheter on the skin, when the nurse removes the catheter it was noticed that the tip was dull.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the 20 g x 1.16 in (1.1 x 30 mm) insyte the insyte presented obstruction. It was noticed that the tip was dull. Foreign complaint the following information was provided by the initial reporter, translated from spanish to english: the nurse had difficult to insert the catheter on the skin, when the nurse removes the catheter it was noticed that the tip was dull.